Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. The patient stated that something went wrong at the implant surgery, noting that they hip started hurting and felt dislocated. The patient stated that they hear a click or pop at the hip when they walk. The patient stated that they asked their healthcare provider (hcp) about it and they were told that the "reacted badly" when they tried to remove it. The hcp had to stop the surgery to perform a scan to see where the leads were placed. The patient stated that they were told that the previous healthcare provider (hcp) had placed the leads incorrectly. The patient stated that the leads were implanted in the "sack" where there was fluid or something and that was why they were getting shocked. The patient stated that the current scs system has never worked to relieve their target pain. The patient stated that the manufacturer's representative (rep) was unable to adjust the device to work. The patient stated that they had the stimulation turned off for years, but the device still shocks them. The patient stated that it started 2-3 weeks after implant. The patient had been working with both their hcp and rep. The patient stated that neither are helping them, and are unable to get the device removed due to an unrelated heart condition. The patient needs the device removed so they can get a stress test. The patient stated that they were previously scheduled to get the device removed, but the surgery was canceled. No further complications were reported.